Manufacturer narrative:
Block b3: exact date unknown, event occurred a month and a half prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief, and stimulation in non-target areas that when increased too high, patient would feel it throughout the entire body which they described as electrocuted feeling. Program optimization was attempted and patient reported satisfaction with current therapy.